Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Power supply voltage too high- overheats-(B)(4). Evaluation statement: the reported issue did not suggest any actual or potential injury, death, or health hazard to patients or customers. There was no report of report observing smoke or flames while the device was in operation. The issue was not found within the escalation table of the (B)(4) complaint escalation document. The pcu manufacture date is 20/may/2014. A review of the device history file from the date of manufacture to the present was performed and no quality notification (qn) or prior servicing was found recorded. With no reportable adverse event complaint reported or management request for a risk assessment, per the product risk assessment document (B)(4), no risk assessment is required to be initiated. Based on the above facts, this reported issue is deemed appropriate for service level investigation and repair with no further involvement by customer advocacy (cad) deemed necessary. (B)(4). Replaced front case under plastic replacement program. (B)(4). Replaced q19 on power supply board. (B)(4). Verified solder q19 on pwr supply borad. (B)(4).